Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (asystole events, adjust belt messages) was confirmed. Upon investigation pins 11 and 15 on u700 (16-bit dac serial input) were out of tolerance, causing the reported asystole event and adjust belt messages. The root cause for the defective u700 component could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
Download data from a (B)(6) male pt revealed several asystole events and adjust belt messages. Zoll customer support contacted the pt and issued him a replacement electrode belt.